Event description:
The physician reports performing cataract surgery with implantation of the crystalens. Postoperatively the patient complained of halos and blurry vision and the iol was subsequently explanted.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue. The explanted iol was returned and evaluated. The lens was returned in a condition that did not allow the diopter verification, therefore, 3 iols from the same manufacturing lot were pulled from retains and subjected to diopter and resolution verification. The results indicate that all 3 iols were correctly labeled as 20.0 d iols.